Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z2. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a male patient when running on the alinity I processing module. The following data was provided (customer¿s cutoff for troponin = males: 34.2 ng/l and females: 15.6 ng/l): on (B)(6) 2023 sid (B)(6) (male): run on ai01297: initial result = 35.6 ng/l; repeat result = 24.0 ng/l sample repeated on ai01289: initial result = 26.0 ng/ml; repeat result = 27.3 ng/l there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a male patient when running on the alinity I processing module. The following data was provided (customer¿s cutoff for troponin = males: 34.2 ng/l and females: 15.6 ng/l): on 22jun2023 sid (B)(6) (male): run on (B)(6): initial result = 35.6 ng/l; repeat result = 24.0 ng/l sample repeated on (B)(6): initial result = 26.0 ng/ml; repeat result = 27.3 ng/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.correction to h10: this report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z2. The us list number should be 04z21.

Manufacturer narrative:
It was discovered on august 24, 2023 that the previously submitted report did not contain a required correction to section d, suspect medical device, d4 - lot #. The section was updated to include the correct lot number 51310ud00 in section d4-lot #.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result for a male patient when running on the alinity I processing module. The following data was provided (customer¿s cutoff for troponin = males: 34.2 ng/l and females: 15.6 ng/l): on 22jun2023 sid (B)(6) (male): run on ai01297: initial result = 35.6 ng/l; repeat result = 24.0 ng/l. Sample repeated on ai01289: initial result = 26.0 ng/ml; repeat result = 27.3 ng/l. On 07jul2023, additional information was received indicating that reagent lot 51310ud00 was being used at the time of generating sid (B)(6) troponin-I results. There was no impact to patient management reported.

Manufacturer narrative:
Section b5 - on 07jul2023 additional information received indicating that reagent lot 51310ud00 was in use at time of generating sid (B)(6) troponin-I results. D4 - lot #: initial: 49083ud00 - updated to 51310ud00. D4 - expiration date initial: 7/17/2023 - updated to 10/20/223. H4 - device mfg date initial: 3/1/2023 - updated to 5/10/2023. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot 51310ud00 performs as expected since no further complaints were identified. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of the device history record was performed and did not identify any non-conformances or deviations associated with the lot 51310ud00 and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable for 51310ud00 and the complaint activity is normal, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I stat high sensitive troponin-I reagent lot 51310ud00.